Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in the incident, it was determined that one half height cubie drawer had temporarily failed detection due to corrective actions likely performed during a remote csc session, multiple additional drawers had malfunctioned because their internal connectors and harness interfaces were not fully seated, and the label printer had failed due to incorrect or corrupted configuration entries. The field service engineer confirmed that the initially reported drawer was functional, restored all affected drawers by fully reseating every internal connector and verifying stable operation with hta and workflow testing, and corrected the label printer issue by deleting it from the system, removing all related configuration entries, reinstalling the device, and verifying proper driver configuration and successful printing. The system functioned as intended after the field service engineer completed the repairs.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers and cubies failed to open and recover. User stated that all the cubie pockets were not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.